Manufacturer narrative:
H3: product analysis confirmed the reported fault. The analog front-end (afe) pcb was replaced due to loose pins. The unit was updated to software version 1.6.4. H6: previously applied codes fdm b21, fdc c21 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during system check, initially the issue was the stimulating probe sometimes would not deliver current. When a stimulating probe is plugged into the patient interface, the plug needs to be pressed hard into the port for stim 1 or else it will not show (green) on the console. Even then, the probe works inconsistently (can increase/decrease but current does not deliver consistently). When the same probe is plugged into another patient interface, the system works as intended; none of the issues experienced with the previous patient interface occur. There was no patient involved.